Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m1 segment stenosis, big resistance was felt while attempting to deploy the stent in the lesion. The physician decided to withdraw the stent and upon removal of the stent system out of the patient's body, the tip of the stent was found to be partially deployed. The physician continued the procedure with another stent and successfully completed the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the stenting of the left middle cerebral artery (mca) m1 segment stenosis, big resistance was felt while attempting to deploy the stent in the lesion. The physician decided to withdraw the stent and upon removal of the stent system out of the patient's body, the tip of the stent was found to be partially deployed. The physician continued the procedure with another stent and successfully completed the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state and the stabilizer was advanced 9cm from the end of the catheter. The delivery catheter shaft was flat/ crushed at 6.5cm from the distal end and at the distal tip. A complete functional analysis could not be performed as the stent was returned deployed. The catheter was flushed and procedural fluid exited through it. The stabilizer was advanced through the catheter and resistance was experienced. The stabilizer was removed with resistance after cutting it out of the distal taper tip. A patency test was performed on the catheter and resistance was experienced at the location of the flattened section of catheter. Information available also stated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu and the patient anatomy was very tortuous. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the stent during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.